Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6), 2017, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was january 16, 2017 where it was reported that the device was producing an incomplete mesh on the gear side and the worn bushings, worn side plates, gears, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed that the gear was damaged but all other test requirements were met. The device did not meet calibration specifications. The 1.5:1 ratio cutter, serial number (B)(4) produced a failing sample mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it is unknown with the information that was provided which cutter was being used during the reported event. It is unknown with the information that was provided which cutter was being used during the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during processing of donor skin the device produced an incomplete mesh which was concentrated in the center. The harvested graft was not usable. No additional graft was required from the patient no adverse events have been reported as a result of the malfunction.